Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test and had low audio. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported "failed flow rate test high" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required to address this issue. While testing the device, the reported issue, "low audio" was confirmed as the volume levels were lower than expected. The rear case will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h11. Additional information b5, h6, h11: b5: additional information was received stating "flowrate tested twice with rate set at 40ml/ hr and vtbi set at 20ml with 30 minute run time. Both tests failed; over 21ml" "both failing at 21.4ml". No additional information is available. H11: the device was received for evaluation. During functional testing, the reported problem "failed flow rate test high" was not reproduced. The device was sent for flow accuracy testing and the device passed with an error percentage of 2.0675%. The event history log was reviewed for the event date. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction was required. While testing the device, the reported issue, "low audio" was confirmed as the volume levels were lower than expected. The rear case will be replaced to address this issue. The additional information provided stating "flowrate tested twice with rate set at 40ml/ hr and vtbi set at 20ml with 30 minute run time. Both tests failed; over 21ml" "both failing at 21.4ml". A result of 7% difference. An over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.